Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-01566 and MFR. Report # 3005099803-2012-01567). It was reported to boston scientific corporation that two jagtome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, two jagtome devices cut wire broke; no part of the cut wire detached inside the patient. The procedure was completed with a third jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the proximal and distal pierce holes appeared melted. The exposed cut wire was bent, broken and the broken ends of the cutting wire appeared discolored/blackened. The cut wire was measured to have broken at approximately 15 mm from the distal pierce hole. One end of the broken cut wire was attached to the anchor at the distal pierce hole, while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken sections of the cut wire remained attached to the device. The proximal end of the cut wire could not be extended due to the condition of the device. Therefore, the exact cut wire length could not be measured. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-01566 and MFR. Report # 3005099803-2012-01567). It was reported to boston scientific corporation that two jagtome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, two jagtome devices cut wire broke; no part of the cut wire detached inside the patient. The procedure was completed with a third jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.